Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and analysis of the device, the cause of the reported leak / splash (loss of fluid column during prep) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during device prep of a mitraclip procedure, the steerable guide catheter (sgc) experienced a leak. The sgc would not hold fluid column. The sgc was not used. There was no patient involvement. No additional information was provided.